Event description:
A home health nurse called our dme home care company to report that the trilogy evo ventilator item ID ds2100x11b, serial number (B)(6), the patient had in home went vent inoperable and the screen was frozen with this on it. The patient was not on the ventilator at time of occurrence as patient only uses the ventilator at night. The ventilator was exchanged and returned to the homecare dme biomedical department for further evaluation.